Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The device was returned and screening analysis was performed, but no issue was identified requiring full analysis. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 5076-52 lead implanted: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the implantable pulse generator (ipg) had eroded from the pocket and infection occurred. The ipg system was explanted, the patient was treated with antibiotics and the system was replaced with a leadless pacemaker. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.